Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was broken. There was no evidence to review in the device's event history log. A visual inspection and functional test were performed and the reported issue was duplicated. The device was powered on and exhibited a continuous error code 41786 alarm. It was determined that the most probable cause was due to an inoperable pwa board. As a result, the main board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump exhibited an error code. It is unknown if there was patient involvement, no adverse patient effects were reported.